Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient had fallen and blacked out about a month or two ago. Then about a month or so ago, they experienced a gradual return of symptoms. They stated that they were going to the bathroom like before they got the device; they were still going and were going constantly. They had been trying to get a hold of their healthcare provider, because their device might not be working. The patient also mentioned that on (B)(6) 2017 they started swelling. They went to the hospital on (B)(6) 2017, a healthcare professional took x-rays, and told them they did not think it was their device causing the problems. They said l3 and l4 were turned the wrong way or slipped and that was causing the issue, and that they were going to swell up. The patient stated both that they though the device might be causing it, and that they did think that was the case be cause ¿what was happening to them before going to the hospital was continuing to occur.¿ this was conflicting information. The patient noted that on (B)(6) 2017 they had a panic attack where their chest hurt because of what was going on, and they felt like they couldn't breathe. They said that the can't breathe feeling had gone away, but they were still worried. They also mentioned bruising which occurred ¿a day or two ago.¿ the option of turning the therapy off until they saw their healthcare provider was presented, and the patient wanted to turn therapy off. While turning therapy off, they mentioned that they thought the implant may have moved, because they thought that it used to be higher up; they also stated that they weren't sure if that was the case, and maybe it was just them, or ¿maybe they just think that if they were swelling that much.¿ the patient noted that they would follow up with their healthcare provider about their return of symptoms, and it was recommended that they get their device checked. No further patient complications are anticipated or expected as a result of this event.